Event description:
This lead was explanted due to dislodgement. A loose suture sleeve is suspected. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a damaged and squeezed insulation and conductor coil 25 cm distal to the is-1 connector pin, which most likely resulted from tightening the suture sleeve during the implantation procedure. Furthermore, cuts into the insulation were found approximately 20 cm distal to the is-1 connector pin and a bent fixation helix. These damages probably occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.